Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient was found unresponsive and was admitted to the hospital. The patient was not followed by the remote monitor system, therefore, boston scientific technical services (ts) was unable to determined if there were any correlated events stored in the device. The local area field representative was contacted for additional information, however at this time no further information is available. This ICD remains in service. No additional adverse patient effects were reported.